Event description:
It was reported that the patient was re-admitted to the hospital shortly after implantation of their implantable neurostimulator (ins). It was noted that it was diagnosed one week ago. The healthcare professional (hcp) told the patient yesterday that it ¿looks much better¿ and to come back in a week. The patient was also told they could start to use the stimulation. It was noted that the patient missed their first post-op visit due to being hospitalized. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n436331, implanted: (B)(6) 2014, product type: screening device. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).